Event description:
Large amount of joint fluid retention [joint effusion]. Knee swelled up [joint swelling]. Pain (knee) [arthralgia]. Case description: spontaneous report was received on (B)(6) 2012 from a physician regarding a (B)(6) female pt, initials (B)(6), with gonarthrosis. On (B)(6) 2012, the pt initiated treatment with synvisc (hylan g-f 20) injection, 2 ml, in an unspecified joint. The synvisc lot number was not provided. On (B)(6) 2012, the pt's knee swelled up with large amount of joint fluid retention, and pain (knee). The following morning on (B)(6) 2012, 50 ml of joint fluid was aspirated which was transparent and the pt received joint injection of steroid. On the same day, the pt recovered from the events of large amount of joint fluid retention, knee swelled up and pain (knee). The action taken with synvisc treatment was not provided. Relevant concomitant medications reported include betamethasone sodium phosphate, etodolac and indomethacin. The intensity for the events of large amount of joint fluid retention, knee swelled up and pain (knee) was not provided. The reporting physician assessed the relationship between synvisc and large amount of joint fluid retention and pain (knee) as probable. The relationship between synvisc and the event of knee swelled up was not provided.

Manufacturer narrative:
MFR's comment: the benefit-risk relationship of the product is not affected by this report. The qa (quality assurance) investigation results were received on (B)(6) 2012. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.